Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; the customer reported event was confirmed via visual inspection. The tip of the inner sleeve of the t-handle was confirmed to be fractured. No other visual anomalies were observed. Manufacturing history was reviewed and no issues were identified. A root cause of the event was determined to be normal wear and tear and applying excessive load by the user.

Event description:
It was reported that; during a lateral case, two separate trial/shaver handles broke, half the quick release mechanism fell onto the field.

Event description:
It was reported that; during a lateral case, two separate trial/shaver handles broke, half the quick release mechanism fell onto the field.